Event description:
It was reported that an issue with a fascial closure instrument. The jaw of the device broke off intraoperatively. According to the complaint description, the breakage occurred during the suture. The broken piece got stuck in the fascia of the abdominal wall. The broken piece could be recovered. This has created a critical situation and the jaw must be recovered with considerable effort. No further details on the critical situation and the exact effort for recovery are available. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee.

Event description:
Internal karl storz reference number: (B)(4).

Manufacturer narrative:
During visual inspection it was confirmed that the fixed jaw broke off due to mechanical overload. Investigation of the affected device revealed that the breakage of the device occurred due to application of too much force during usage. Furthermore, the article was already manufactured in 2018 and has probably been used and reprocessed a certain number of times, the material may also have been weakened. The device history records have been checked for the available lot number and were found to be according to our specifications. Based upon the investigation results, the root cause of the reported issue can be traced back to a usage-related failure. Internal karl storz reference number: (B)(4).